Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dL while wearing the POD worn between 1 and 4 hours. The patient reported they were resting in bed when their numbers kept spiking on highs. They checked the machine to see the adhesive not sticking well to their skin and the needle no longer in their infusion site. The adhesive completely separated from the infusion site (Abdomen), causing the cannula to dislodge. No additional information was provided for treatment

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone17.3.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.